Event description:
Caller states patient tested 7.0 inr and 1.7 inr on coaguchek xs system 1 and 3.8 inr on coaguchek xs system 2. No actions taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number 20030711, expiration date 02/29/2012). (B)(6).